Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k: k970512/k970333.

Event description:
It was reported that bd bactec¿ myco/f lytic culture vials failed to grow candida parapsilosis. The following information was provided by the initial reporter: have had at least five separate blood cultures positive for candida parapsilosis. The quandry is that the organism only grew in the aerobic blood culture bottle and failed to grow in the mycolytic broth.

Manufacturer narrative:
H.6 investigation summary . Catalog 442288. Batch no. Unknown . Customer reported no growth defect. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Quality control certificates lists test organisms, including atcc¿ culture specified in the clsi standard m22, quality control for commercially prepared microbiological culture media for expected atcc performance. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that bd bactec¿ myco/f lytic culture vials failed to grow candida parapsilosis. The following information was provided by the initial reporter: have had at least five separate blood cultures positive for candida parapsilosis. The quandry is that the organism only grew in the aerobic blood culture bottle and failed to grow in the mycolytic broth.